Event description:
It was reported that during a cystoureteroscopy, the soft tip of the flexima catheter broke off in the right kidney. It was located by fluoroscopy and removed by dilatation with a flexible ureteroscope. There was no patient injury. This event is being reported as a malfunction that could have led to injury if the tip had not been retrieved.